Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose levels of 50 mg/dl. The customer states her battery died and the pump shut off completely and now her meter and cgm won't connect with her insulin pump. The customer declined to troubleshoot for the blood glucose level of 50 mg/dl. The customer treated her low blood glucose level with orange juice and a banana. The product was not returned for analysis.